Event description:
The pt presented in the clinic because she was not able to hear well. The parents report that the pt falls a lot. On (B)(6) 2015, there was redness around the implant site, though no swelling was present. Re-implantation is being considered.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.